Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that on two separate occasions he developed a large abrasion under his sensor adhesive patches. He reported that, upon removing the sensors to examine the insertion areas, it was evident that the adhesive patches had removed the skin underneath them and a clear liquid dripped from his skin. Pt removed the sensors and covered the wounds with gauze and antiseptic cream. He received medical attention from his primary care physician for the first event and from his dermatologist for the second event. Both physicians indicated that pt could be allergic to the adhesive. Pt has since inserted sensors in different locations and reported that he has not experienced any allergic reactions/irritations since then. Pt reported that he was fine at the time of his call to dexcom technical support. This is MDR 2 of 2 for the complaint. See MDR # 3004753838-2011-00069 for report 1 of 2.